Event description:
It was reported that during use leakage occurred past the plunger with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from dutch to english: 50 ml syringes, the liquid passes through the plunger so that it can come out at the bottom. This happened during the preparation of the proteins. Course of treatment changed? No. Exposure to blood/bodily fluid? No. Medical intervention? No. Other actions? Yes, preparation had to be destroyed and repeated, extra cleaning of the preparation room, it concerns expensive products and risky products.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. However, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred past the plunger with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: 50 ml syringes, the liquid passes through the plunger so that it can come out at the bottom. This happened during the preparation of the proteins. Course of treatment changed? No. Exposure to blood/bodily fluid? No. Medical intervention? No. Other actions? Yes, preparation had to be destroyed and repeated, extra cleaning of the preparation room, it concerns expensive products and risky products.